Event description:
It was reported that a user experienced a low glucose event to 67 mg/dl after announcing a lunch but consuming only a sugar-free pudding, with concurrent continuous glucose monitoring (cgm) accuracy concerns noted around the same time. Symptoms included low blood glucose without reported associated signs or symptoms. No adverse clinical symptoms associated with hypoglycemia reported. Investigation included case review and user education on appropriate meal announcements. Investigation of this case revealed that an accidental meal announcement without carbohydrate intake likely led to insulin delivery that contributed to hypoglycemia, with cgm accuracy issues also present but not determinative. It was concluded, based on previously established findings for similar reports, that user-related factors were the primary cause.

Manufacturer narrative:
Initial.